Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber deactivated several times in order to cool down due to possible prostatic stones and tissue on the fiber. When the fiber was reactivated and the surgeon was about to fire, he noticed that the fiber was end firing. As a result, he did not activate the fiber. The surgeon checked the bladder an ureters and found there was no injury. A total of 353,953 joules and 45:24 minutes were used. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient. A total of 28,663 joules and 5:86 minutes were used with the second fiber.